Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review cannot be performed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 21mm magna ease valve, implanted approximately six (6) years, underwent a valve-in-valve procedure due to severe aortic stenosis, as well as aortic insufficiency. Severe deterioration of the bioprosthetic valve was noted. There was a mean gradient of 36mmhg. Tee and aortography suggested the insufficiency was primarily central but also with a small perivalvular leak. A tavr was successfully performed with an edwards transcatheter valve. There was no perivalvular leak. The post-implant mean gradient was 8mmhg. The patient tolerated the procedure well and was transferred to the cicu in stable condition. There were no complications. The patient was discharged home in stable and improved condition on pod #1.